Manufacturer narrative:
Initial reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd facslyric¿ that there was a leak. The following information was provided by the initial reporter: (B)(6)- facslyric 3l12c instrument ceivd - r663029000278 - leaky sit. 17th february - technician went onsite - checklists added.

Event description:
It was reported that while using the bd facslyric¿ that there was a leak. The following information was provided by the initial reporter: 663029 - facslyric 3l12c instrument ceivd - (B)(6) - leaky sit. (B)(6) - technician went onsite - checklists added.

Manufacturer narrative:
H.6 investigation summary: scope of issue: the scope of issue is only limited to facslyric 3l12c instrument ceivd, part # 663029, and serial # (B)(6). Problem statement: customer reported a complaint regarding a leaky sit on (B)(6) 2023. This poses the risk of harming or injuring the customer or patient due to contact with the fluid. The instrument was repaired and found to be functioning as expected, and neither the customer nor any patients were harmed due to this issue. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from (B)(6)2022 to (B)(6) 2023. ¿ device history record (DHR) review: DHR part # 663029, serial # (B)(6), file # (B)(6), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ complaint history review : there are 55 complaints related to the as reported code 1 of fluidic ¿ leak. Then further filtered by as analyzed code 1, there are 12 complaints remaining. Date range from (B)(6) 2022 to (B)(6) 2023. ¿ returned sample analysis: a return sample was not requested because no parts were replaced. ¿ service history review: review of related work order #: (B)(4), case # (B)(4) install date: (B)(6) 2021. Defective part number: n/a. Work order notes: ¿ subject / reported: 663029 - facslyric 3l12c instrument ceivd - (B)(6) - dripping sit ¿ problem description: 663029 - facslyric 3l12c instrument ceivd - (B)(6) - dripping sit ¿ work performed: reseated tubing in pinch valve. Tested sit flush and all ok. ¿ cause: tubing pinched. ¿ solution: na ¿ parts replaced: n/a ¿ risk analysis: risk management file part # 10000063058ra, rev. 08/vers. Ab, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no o azure ID : (B)(6) o ID: (B)(6) o hazard: exposure to biological sample. O cause: back drip from injection port (sit). O harmful effects: harm to operator. (Exposure to stained sample). O residual probability: 1 o residual severity: 3 o residual risk index: 3 ¿ potential causes: based on the investigation results, the potential cause for the dripping sit was a pinched tubing. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the potential cause for the dripping sit (sample injection tube) was a pinched tubing. The customer reported a complaint regarding a leaky sit. The field service representative (fsr) confirmed that a tubing was pinched and proceeded to reseat the tubing in the pinch valve. After the repair, the sit flush was tested and the instrument was functioning as intended. No parts were requested for evaluation as there was no parts replaced. Although the leak could have potentially caused exposure to biohazardous material, the customer confirmed that there was no physical contact with the leaked fluid. Therefore, no one was injured or harmed due to this issue. Bd facslyric¿ clinical system instructions for use, #23-11881-02 rev. 01/vers. A, page 172 indicates to wear suitable protective clothing, eyewear, and gloves to prevent transmission of potentially fatal disease from biological specimens. ¿ conclusion: based on the investigation results, the complaint was confirmed and the potential cause for the dripping sit was a pinched tubing. The customer reported a complaint regarding a leaky sit. The field service representative (fsr) confirmed that a tubing was pinched and proceeded to reseat the tubing in the pinch valve. After the repair, the sit flush was tested and the instrument was functioning as intended. Based on the investigation results a CAPA is not required because the issue was resolved and there was no impact to customer and patient health or safety. ¿ supporting document: n/a.